Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is likely silicon rubber (could be packing for air/water valves and tubes used for cleaning), however, we could not specify what it originated from due to widely various origins. It is very likely that part of the product peeled off due to deteriorated accessories used for reprocessing, and they invaded the air/water channel and clogged the nozzle. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [3.8 inspection of the endoscopic system] -inspection of the objective lens cleaning function -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. -inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material was. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The device was returned to olympus for an evaluation, and the customers allegation was confirmed, the nozzle was clogged foreign matter. The device evaluation also found that due to clogging of nozzle, the air supply volume does not meet the standard value, due to clogging of nozzle, the water supply volume does not meet the standard value, due to clogging of nozzle, the water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the distal sheath has a scratch, adhesive on distal sheath has a chip, adhesive on the distal sheath has white clouded area, adhesives around objective lens has white clouded area, adhesive around light guide lens is peeled, adhesives around light guide lens has white clouded area, the plastic distal end cover has a dent, and the connecting tube has a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope air or water flow is weak or ineffective. The issue was observed during reprocessing after a diagnostic procedure. There was no effect or delay in the procedure, and no patient harm was reported with this event. Upon inspection and testing of the customer returned device, the nozzle was found clogged with foreign matter. This report is being submitted for the malfunction found during evaluation.